Event description:
Medtronic received information that pump error 53 occurred. Customer stated that they restarted the insulin pump many times but they kept getting high blood glucose. Customer also notices cracks on the battery compartment. Customer was using insulin pump within 48 hours or reported high blood glucose event. Customer was successfully able to clear the alarm. Customer was able to complete rewind. Customer declined to troubleshoot. Customer stated that the insulin pump was neither bumped nor dropped. Customer reported physical damage to the insulin pump. No further patient complications were reported. The customer will continue use of the device.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11e. Retainer ring = black. Customer returned pump for alleged damage to battery compartment, pump error 53, and high bg's found on (B)(6) 2021. Pump passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 53 during testing. Unit successfully downloaded to thus and carelink. The pump history download confirmed pump error 53 on (B)(6) 2021 at 10:01:23.000 due to software error. Unable to confirm high bg's. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) was noted. Pump error 53 was confirmed. Unable to confirm high bg's.

Manufacturer narrative:
Customer returned pump for alleged damage to battery compartment, pump error 53 alarms, and high bgs/dka found on (B)(6) 2021. Pump passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 53 noted during testing. Unit successfully downloaded pump history/trace files using thus software. The pump history download confirmed pump error 53(line number 876 file number 211) on (B)(6) 2021 at 10:01:23.000. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) was noted. Pump error 53 confirmed in the pump history/trace files on (B)(6) 2021 at 10:01:23.000 due to software anomaly. Unable to verify customer alleged for high bgs/dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.